Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when the plunger was removed, no suture was present. A second proglide device was used with the same results. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The tavr procedure was completed and hemostasis was achieved with successfully preplaced sutures of the third and fourth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and experienced in the large hole procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Analysis found a link detachment occurred; link detachment could result in a suture retrieval issue/no suture present; therefore, the reported no suture present issue is confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report number.